Manufacturer narrative:
Results: as received, the lead 6147 was inspected under the microscope and visual inspection of the lead revealed no anomaly. The lead stimulation end and terminal ends were clear and electrodes for terminal and stimulation end were in a straight line. The lead had a slight bend due to overfill close to stimulation and terminal end and could be perceived as not a straight. However, that is normal and reflects the design specification. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This lead was intended for pt implant in (B)(6). It was reported that the tip of the lead was not straight. The reported anomaly was observed once the device was taken from the packaging. A new lead was used to complete the procedure. No pt complications were reported as a result of this event.